Event description:
Medtronic received information that during attempted deployment of this transcatheter bioprosthetic valve the delivery catheter system (dcs) started clicking after the capsule was opened approximately 0.5 to 0.8 mm. Upward pressure was applied to the macro slider with the implanters left thumb while turning the microknob, which did not resolve the issue. The valve and dcs were removed and a new valve/dcs were selected. During the second transcatheter bioprosthetic valve placement the anatomy appeared complex (horizontal) and kink/bend on the dcs was about 4 cm from the nose cone (about 2.5 cm from the dcs tabs, normally it is around 1cm). No images or films of the implant will be provided. The second valve was implanted with difficulty placing in the correct landing zone however no clicking was noted. After deployment of the second valve, aortic insufficiency was noted (valve appeared to be placed high due to complex anatomy) and post dilation was performed several times with no improvement. Subsequently, the patient experienced a myocardial infarction after the implant of the valve and is still recovering. The source of the mi was not known.

Manufacturer narrative:
Analysis results: upon receipt at medtronic's quality laboratory, a deployment simulation was performed. The gap between the plunger tip and capsule was stretched to close per the IFU technique, the device was seated in the glass arch, and the dcs clicked after approximately 10 turns. The IFU mitigation of lifting the cursor was successfully used to deploy the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The user was reported to have followed the IFU technique of lifting the cursor without success. Clicking of the catheter is a potential signal of high deployment forces, which the patient's reported horizontal anatomy likely was a large contributor to the high force. It cannot be determined why the IFU mitigation did not work for the user, but is potentially due to the differences between the patient's anatomy and the bench test setup. The angiographic record was not received for review therefore additional contributing factors could not be determined. Medtronic will continue to monitor for similar complaints.

Manufacturer narrative:
The product has been returned and is pending analysis. This event will be updated upon completion of analysis and a supplemental report will be sent. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.